Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with a reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Visual and functional testing of the returned product confirmed the product did not meet specifications that were tested regarding the reported condition due to the sheared teeth on the firing rack. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary amended as appropriately. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure the first firing of the device made a popping sound but fired completely. Since the handle had made the popping sound, a second handle was opened. The second handle was used and also made a popping sound. The second stapler fired staples but they were malformed. A third handle was grabbed. The third reload partially fired and make a crunching sound. A fourth handle was loaded and used. The fourth handle made a crunching noise but fired successfully. A fifth handle was used. The fifth handle also made a crunching noise. Two reloads were used with this handle but it is not known which was used with the handle when it made the crunching noise. No blood loss. The surgeon had to staple around the bad staple loads which resulted in tissue loss and added an hour to the case. There was unanticipated tissue loss due to the re-stapling. At least 3 centimeters of additional rectal tissue was removed. Patient is stable. Nothing coming out of the drain. No reinforcement material was used.